Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient developed inflammation. The symptoms quickly resolved with a steroid injection. Additional information was received from the surgeon, who reported further details that on the third postoperative day the patient developed a hypopyon and an irrigation with an antibiotic was performed. The event was resolved two day later. A bacterium inspection was performed with a negative result.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the customer indicated the use of an approved handpiece and viscoelastic with a non-alcon cartridge. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on a questionnaire from the surgeon, who provided further details of the events reported. On the third postoperative day, keratic precipitates, anterior chamber cells and anterior chamber flare was also observed. An anterior chamber washout was performed and an antibiotic was used. The following day steroids, antibiotics and non-steroidal anti-inflammatory medications were started. The symptoms resolved after the initial medical treatment. The surgeon's clinical judgement of the event is documented as non-infectious and no hyperemia was confirmed.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).